Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection was performed and an insufficient weld on the back top right corner of the cassette was observed. Leak, clear passage, and clamp function testing were performed, and a leak was observed. The reported condition was verified. The cause of the condition was due to a manufacturing related issue that occurred during the welding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the membrane was detached from the cartridge of the amia cassette which resulted in a leak. This was identified after use of the device for peritoneal dialysis therapy, when the cassette was removed from the cycler. There was no report of patient injury or medical intervention associated with this event. No additional information is available.